Event description:
It was reported on 13mar2019 that the patient was unable to be weaned off inotropes within one week following lvad implant. Patient had an elevated cvp and elevated jvd. Bnp was in the 1000s. The patient was given continuous dobutamine and lasix. Lasix was switched to scheduled IV doses. Echo was obtained that showed severely right ventricular function and an increased right atrial pressure of 15. Metolazone was added to medication regimen and vad speed was increased. The patient was discharged to home on (B)(6) 2018. With orders to continue dobutamine, lasix and metolazone.

Manufacturer narrative:
A specific cause for the reported infection cannot be conclusively determined. The patient remains ongoing on vad support. Local, pump pocket, and driveline infections are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 10 days. The pump remains implanted and the patient continues on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during the admission after implantation of the lvad, the patient noticed copious drainage from chest tube site. A CT of the chest showed fluid collection adjacent to the outflow cannula. It was decided that no intervention was necessary for the drainage. The chest tube was removed on (B)(6) 2018. Wound care was consulted after for a wound to the right upper chest where the tube was removed. Dressing was applied and will be changed daily. The patient has had no further issues. No further information was provided.